Manufacturer narrative:
B3 date of event: date of event was approximated to 08/01/2024 as no event date was reported.

Event description:
It was reported that the balloon burst. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 12atm. The procedure was completed with another of the same device. No patient complications reported.